Event description:
The deep brain stimulator stopped functioning due to no battery. The depletion was not foreseeable; no battery low flag displayed. The device was explanted. There was no pt injury associated with the event. No complications were reported.

Manufacturer narrative:
(B) (4). The stimulator was returned to the MFR for analysis which is not completed as of the date of this report. A follow-up report will be sent when the analysis is complete.